Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8578, lot# n072728, implanted: (B)(6) 2007, product type: accessory; product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
It was later reported that the patient experienced withdrawal. The hcp attempted to push medication through the catheter but it would not go through. The hcp put the new pump on so there would be no problem with leakage. The patient had the MRI to check for granuloma and ¿they did not find out anything relative to it¿. The patient he had been in detoxification for the past 3 weeks and ¿I wasn¿t getting anything¿. The patient had pain throughout his body, neck and back. The patient had mood changes and depression and ¿all things associated with withdrawal¿. The hcp believed there was a kink in the catheter due to the ¿rats nest¿ and the hcp would have to slice away at all the tissue that had regrown around it. The patient presented to the hcp a couple days prior to the report and the nurse practitioner attempted to aspirate the pump and was unsuccessful. The patient was taking oral oxycontin and it made him sick to his stomach and he did not get very good pain relief. The hcp tried to figure out a way to push liquid through the catheter and it would not go through. The reporter stated ¿that tells me there is probably a kink in that line from all of that extra slop in there¿. The patient stated he would most likely have to replace the catheter. The patient was due to have an unrelated back surgery but could not have the surgery until the issue with the catheter was taken care of.

Event description:
It was reported that during pump replacement on (B)(6) 2013 for normal battery depletion the doctor found that ¿it was a mess¿. The patient stated ¿they had taken yards and yards of additional catheter tubing and coiled it up and put it beneath the pump and stitched the patient back up¿. It was also stated ¿so instead of trimming off 10 feet of catheter they left it in the patient and sewed him up¿. The healthcare provider (hcp) could not connect the new pump to the catheter until they could figure out why a doctor would implant the catheter that way. This caused the patient¿s back surgery to be delayed. It was noted that the original implanting physician ¿skipped town¿ after implanting the pump and the patient did not have any contact with the physician since the implant. The patient was preparing for a back operation as well but the back surgery had been delayed. It was stated that the patient would need a supplemental back surgery because of how the patient was implanted initially. The patient was to have magnetic resonance imaging (MRI) performed the day following the report to check the catheter site for granuloma, inflammatory mass or cyst due to the excess catheter tubing left inside the patient. The device system delivered morphine and fentanyl. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient was in so much pain and had fibromyalgia. The pump did not work. The pump was running, but not pumping medication. They did not put saline in it first to find out whether the pump was pumping. The hcp who put the pump in "kinked the line." It had 5 feet of extra catheter that the hcp put in his body cavity. The pump was placed on top if it instead of cutting it up and trimming the catheter. The patient did not know he wasn't getting morphine until they replaced the pump. It was also noted that the hospital was calling the patient frantically to come back and have an MRI to find out if it was a granuloma or a blood clot that formed at the end of the line. It was noted that they were going to do a CT with contrast, but the people who worked there forgot to put contrast in.